Event description:
The customer stated that a tdx/flx analyzer that had been stored unused for quite some time was put into operation and smoke was observed coming from the back of the analyzer when it was powered on. The cause of the smoke was determined to be a burnt analog circuit board. No fire was observed. The customer replaced the circuit board, but the analyzer was not operational. There was no injury to the user or damage to the laboratory due to the smoke.

Manufacturer narrative:
The serial number on the tdx/flx analyzer was unreadable. The analyzer was intended to be used in a research laboratory and would not be used for testing patient samples. It is unknown how the customer obtained the analyzer. The customer stated that the tdx/flx will not be repaired and will not be used. A product labeling review determined that the tdx/flx system operations manual and the tdx/tdxflx analyzer service manual contain adequate information for the described issue. A historical quality data review did not identify any adverse trend for burning/smoking analog board #1 issues. The current complaint was found to be the only occurrence of this issue. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Available information does not reasonably suggest a malfunction caused this issue. The history of the tdx/flx and the condition of the analyzer at the time of the occurrence are not known as the serial number is not available. No deficiency was identified. (B)(4).